Event description:
It was reported that during a rotablator/ptca treatment procedure, the distal tip of the rotalink coronary rotablator guidewire broke off inside the pt. The physician initially used a 6 fr introducter sheath for vascular access, then exhanged it for an 8 fr introducer sheath. An 8 fr guide catheter was used to cross the lesion. The lesion being treated was a severely calcified lesion in the left circumflex coronary artery. The precentage of stenosis varied from 75-95% through the lesion. During the procedure, the pt experienced bradycardia, hypotension and low oxygen saturation levels. A dopamine drip was started, an intraaortic balloon pump, a temporary pacemaker, and a 100% nonrebreather oxygen masked were placed to treat the pt's symptoms. After the pt was stabilized, one pass was made with the 2.0 mm burr at 155,000 revolutions per minute for 13 seconds. When ramping the 2.0 mm burr, the wire outside the body fractured. The wire was removed from the pt and it was noted that a 5mm segment of the distal wire tip had broken off and was lodged in a distal small branch of the circumflex artery. The pt's condition did not change during this event. The fractured portion of wire was not retrievable and remains in the pt. A new wire was advanced and another burr was used. The procedure was successfully completed.